Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture and one needle. The needle was received broken. Upon microscopic inspection, instrument marks were observed near the break site and signs of breakage were seen at the loose end of the suture. As no sealed samples were returned, a tensile test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a unreported condition of needle broken that has no relationship to the reported condition. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for vascular anastomosis on a lung resection, they found both ends of the suture were broken at the site of about 5mm from the. The surgical time was extended by less than thirty minutes. There was no patient injury.